Event description:
An optometrist reported that a pt was diagnosed with a central corneal ulcer in the right eye, into the epithelium only, with staining over the entire infiltrate & moderate anterior chamber reaction associated with extended wear of focus night & day lenses. The pt initially presented in 2003 with foreign body sensation, light sensitivity, pain, tearing & redness. No culture was taken. Treatment begun with tobradex. Follow up visit 4 days later revealed incident had resolved with no loss of vision. Meds continued for 3 more days, then extended lens wear resumed. No further info is available at this time.